Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed and pump stop events can be confirmed based on the submitted log files. The log file contained approximately 5 days of data, spanning from (B)(6) 2019, per the timestamp. From (B)(6) 2019, numerous low speed and pump stop events were captured while the system was operating on batteries. Pump power elevated during these events and flow was captured at 0 lpm. The pump resumed operating at the set speed following the events and the system appeared to function as intended at the set speed of 9800 rpms for the remainder of the log file until the driveline was disconnected on (B)(6) 2019. The cause of the low speed and pump stop events could not be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The hmii lvas patient handbook contains a section on handling emergencies, which includes pump stops. The patient handbook and IFU both contain sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's system controller was returned for evaluation following the report of the patient's 14 volt batteries not holding a charge. The log file downloaded from the returned controller captured several pump stops while connected to batteries on (B)(6) 2019. The account stated that there were no significant alarms that they knew of. Data was not downloaded when the patient was last seen at a follow-up appointment on (B)(6) 2019. The account also stated that the patient knows what to do in an emergency and how to change the controller. The patient has a backup controller and extra batteries and the patient is comfortable with emergency interventions. No further information was provided.